Event description:
It was reported that during the placement of a surgical lead neurodiagnostic testing was done and there was significant change in latency and amplitude with the patient¿s readings so the case was aborted. The reporter stated the patient woke and could not move their shoulders. It was noted an MRI was performed and the patient had a spinal cord infarction in the anterior part of the spinal cord. It was noted the patient required hospitalization and the patient outcome at the time of this report was alive with injury. Additional information received reported the cause of the event was unclear, but attributed to the lead. It was noted the patient had microvascular disease and a small spinal canal. It was noted that there was a possible compression of the dura and spinal canal due to the lead. It was further noted an MRI was done on (B)(6) 2013 and showed the patient had spinal cord ischemia and a congenitally narrow spinal canal. It was noted the lead was removed immediately during the same procedure on (B)(6) 2013 and not left in the patient. The reporter stated the patient had bilateral arm weakness and gait difficulties. It was noted the patient remained in the hospital for several days. It was further noted the patient outcome was an ongoing serious injury.

Manufacturer narrative:
(B)(4).